Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as open wounds. The patient was diagnosed with a nickel allergy. The patient's doctor recommended the patient end use of the lifevest. The patient's medical outcome is unknown.